Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device manufacture date and exp date cannot be determined. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
In 2008, it was reported to boston scientific corp that a prolieve thermodiliation kit was used during a benign prostatic hyperplasia (bph) (procedure date unk). According to the complainant, the pt experienced the following symptoms, following his treatment with prolieve. Fever of 104 degrees fahrenheit, commenced on two weeks earlier, resolved on two days later. Treatment unk. Frequent urination, commenced on ten days prior to original date, resolved on the next day. Treatment unk. Weak urine stream, commenced on eight days prior to original date. Treatment unk.